Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had bradycardia with a heart rate (hr) of 30 bpm after induction of anesthesia. The intrinsic rhythm could not be confirmed after placement of the valve, so the patient returned to the room with a temporary pacemaker inserted. Bisoprolol treatment was discontinued, but no improvement in the conduction disturbance was observed. Three days after the procedure, implantation of a micra permanent pacemaker was performed. The patient's activities of daily living (adl) improved and blood tests confirmed that inflammation had almost turned to negative. The patient was recovering and  discharged from hospital approximately two weeks after the procedure. Per the physician, the conduction disturbance had a causal relationship with the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.